Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide of the device self-activated during functional testing. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the right bumper was bent by the spring and misshapen. Based on the finding that the top slide self-activated, the investigation is confirmed for self-activation. The investigation is inconclusive for the reported failure to obtain samples as functional evaluation could not be completed due to the identified self-activation. The identified bumper issues likely contributed to the incomplete cannula tang engagement and the identified self-activation. These factors may have contributed to the reported failure to obtain samples. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date 01/2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided prostate biopsy in normal density tissue, the device was allegedly unable to obtain samples after several sample attempts. No coaxial was used and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide of the device self-activated during functional testing. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the right bumper was bent by the spring and misshapen. Based on the finding that the top slide self-activated, the investigation is confirmed for self-activation. The investigation is inconclusive for the reported failure to obtain samples as functional evaluation could not be completed due to the identified self-activation. The identified bumper issues likely contributed to the incomplete cannula tang engagement and the identified self-activation. These factors may have contributed to the reported failure to obtain samples. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The date received by manufacturer on the emdr should have been reported as (05/31/2018).

Event description:
It was reported that during an ultrasound-guided prostate biopsy in normal density tissue, the device was allegedly unable to obtain samples after several sample attempts. No coaxial was used and another device was used to complete the procedure. There was no reported patient injury.